Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('abnormal bleeding (menorrhagia)') and vaginal haemorrhage ('abnormal bleeding (vaginal)') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included blister, postpartum cardiomyopathy, petechiae, paronychia, discomfort, depression, congestive heart failure, fluid retention, nasal congestion, paranasal sinus hypersecretion, nasal discomfort, difficulty sleeping, nasal mucosal erythema, atypical squamous cells of undetermined significance and itch. Previously administered products included for an unreported indication: epivir 300 mg, calamine, ambien, claritin-d, videx ec 400 mg, lanoxin, enalapril maleate, coreg, efavirenz, furosemide, xenical on (B)(6) 2006, multivitamin on (B)(6) 2006, digoxin, diuretics, ace inhibitor, oral contraceptive pills, beta-blocker, zoloft, aspirin, coumadin, keflex and antibiotics. Concurrent conditions included hiv infection, pap smear abnormal, lsil, allergic rhinitis, sulfonamide allergy, obesity, mood elevated, burning micturition, stress incontinence, urinary incontinence, cough, urinary tract infection, rash, spot-like rash and excoriation. Concomitant products included ethinylestradiol;levonorgestrel (nordette) for birth control. In (B)(6) 2006, the patient had essure (ess205) inserted. In 2006, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain ("pain abdominal"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). On an unknown date, the patient experienced migraine ("migraines / headaches") and weight fluctuation ("weight gain / loss: fluctuations") and was found to have uterine leiomyoma ("other injury(ies) or complications: fibroids"). The patient was treated with surgery (ablation in 2006). Essure (ess205) treatment was not changed. At the time of the report, the menorrhagia, vaginal haemorrhage, abdominal pain, dyspareunia, dysmenorrhoea, vaginal discharge, migraine, fatigue, weight fluctuation and uterine leiomyoma outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, migraine, uterine leiomyoma, vaginal discharge, vaginal haemorrhage and weight fluctuation to be related to essure (ess205). The reporter commented: the patient did not have her essure removed, however, is currently planning for removal. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2006: result: there is no leakage. Pregnancy test urine - on (B)(6) 2007: negative. Most recent follow-up information incorporated above includes: on 2-aug-2019: pfs and mr received: previous event ¿injury nos¿ replaced with abdominal pain. New events added: abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), migraines/headaches, fatigue, vaginal discharge, weight gain / loss: fluctuation and fibroids. Reporters, concomitant conditions, concomitant drugs, medical history and lab data were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.